Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with a recorded blood glucose of 380 mg/dl, after a supply change during which the user struggled with the connector and later reported a depleted battery; the agent assisted with a supply change and follow-up. Symptoms included hyperglycemia. Outcomes included user self-monitoring without need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education regarding supply change and connection technique, along with follow-up contact to assess resolution. Investigation of this case revealed that the exact root cause was unclear, with potential contributing factors including an improperly seated connector and an interruption of therapy due to a dead battery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.